Manufacturer narrative:
Batch review performed on 16 april 2019: lot 155205: (B)(4) items manufactured and released on 16-dec-2015. Expiration date: 2020-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants revised: gmk-sphere 02.12.0310fr tibial insert fixed sphere flex size 3/10 mm r, ( k121416) lot 152933: (B)(4) items manufactured and released on 23-sep-2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r, (k090988) lot 156117: (B)(4) items manufactured and released on 26-jan-2016. Expiration date: 2021-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed, 2 years and 10 months ago, due to pain.